Manufacturer narrative:
2/14/1998-supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during a CABG procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.